Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's symptoms were not under control and the patient was having symptoms where they wanted to go to the bathroom a lot. The caller indicated that the patient went to see their healthcare provider (hcp) and the hcp changed the patient's settings. Later the patient noticed they were getting a "shock" when they moved their left leg a certain way and it was uncomfortable. When asked for clarification about the "shock" the patient indicated it was "like stim but it hurts." The caller was assisted with decreasing stimulation which resolved the uncomfortable stimulation. At the time of the call the patient was set to 1.7 on program 2 and was decreased to 1.2, but the patient did not feel stimulation. It was reviewed with the patient that stimulation sensation may not be felt at all times, but the patient wanted to increase to 1.5 and was advised that this can be done as long as stimulation is comfortable. The patient planned to follow-up with their healthcare provider (hcp) if their symptoms did not resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.